Event description:
On (B)(6) 2013, the physician used the subject device during a laparoscopic colectomy. The procedure was completed without any incident. On (B)(6) 2013, since the pt bled during defecation, open surgery was performed. It was confirmed that a clip did not come off during a surgery. The failure of the device was not pointed out.

Manufacturer narrative:
The subject device was discarded by the user facility. The exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. The doctor of the facility states that there was no abnormality in the procedure and no causal relation between the bleeding and the subject device. The phenomenon is likely due to a general procedural accident caused by a pt's constitution or procedure. This report is being submitted as a medical device report in an abundance of caution.